Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been ranging between 300 mg/dl and 400 mg/dl. The customer treats the high blood glucose events with manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. A prime was successfully performed with the current set as well. The insulin pump passed the displacement test. The customer found a couple small air bubbles in the tubing. The device settings were also lost. The customer decided to complete troubleshooting on his own from this point forward. No products were returned or replaced.